Event description:
It was reported device related thrombus was suspected. On (B)(6) 2020, a left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted. The pre-antithrombotic medication was warfarin. At the 45-day follow-up, a device related thrombus was suspected based on transesophageal echocardiogram (tee) imaging, but has not been confirmed. The post- antithrombotic medication was aspirin 81mg and plavix 75mg . Boston scientific was not notified of the alleged thrombus at the time of the 45-day follow-up echocardiogram. It is unknown if the patient was on the prescribed aspirin regimen as directed in the IFU. Imaging and additional information were requested from the physician. Imaging was reviewed from a third party, which noted that the alleged device related thrombus event was not confirmed.

Manufacturer narrative:
B3: date of event corrected from (B)(6) 2021 to (B)(6) 2020. H6: impact codes corrected from serious injury/ illness/ impairment - f12 to no health consequences or impact - f26 and medication required - f2303. H6: evaluation conclusion codes corrected from known inherent risk of device - d12 to no problem detected - d14.

Manufacturer narrative:
The event date was not reported, therefore the aware date was used as an estimate.

Event description:
It was reported device related thrombus was suspected. On (B)(6) 2020, a left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted. The pre-antithrombotic medication was warfarin. At the 45-day follow-up, a device related thrombus was suspected based on transesophageal echocardiogram (tee) imaging, but has not been confirmed. The post- antithrombotic medication was aspirin 81mg and plavix 75mg. It was noted that the patient self discontinued plavix prior to 45 days post implant. Boston scientific was not notified of the alleged thrombus at the time of the 45-day follow-up echocardiogram. It is unknown if the patient was on the prescribed aspirin regimen as directed in the IFU. Imaging and additional information were requested from the physician.